Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluating; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.

Event description:
The complainant has reported that an elderly patient with rectal cancer, who had a previous resection (date unknown), was not a candidate for further surgery. Placement of a metal stent was chosen the therapeutic treatment option. The walllstent enteral stent was successfully placed under fluoroscopy. Ten days post placement of the stent, the patient was found to have sustained a perforation at the site of the stent. The patient expired in 2006. Multiple requests for additional information have not been successful. There is no further information at this time.